Event description:
"Tpn extension tubing was cracked and leaking. Caused drop in pt's glucose which took 5.6 hours to stabilize." Despite baxter qm efforts, no info was provided regarding pt demographics, pt history, doses used, procedures, and medical intervention.